Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited undefined high impedance with a polarity switch and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.